Manufacturer narrative:
Correction: h6. The lead was returned due to patient death. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal region consistent with procedural damage visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient has deceased. The cause of death was unknown. No additional information was reported.